Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a merlin.net transmission for (B)(6) revealed that the pulse generator exhibited a battery anomaly. On (B)(6) the patient presented to the emergency room experiencing presyncope. Upon interrogation, the pulse generator exhibited measurements nearing end of life which was believed to be due to a high current drain. The device was explanted and replaced.